Event description:
Patient developed high fevers and chills right after her first surgery with night sweats, lethargy, "sick" feeling all the time. Patient has had "every test" done and even a bone bx. They ruled out cancer and the biopsy showed the patient was toxic to the metal in her back. Patient had the stainless steel removed and replaced with what the patient thinks is titanium. Patient reports a collection of brown fluid was removed from the hip at one of the screw sites.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.